Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's daughter reported that, the customer had a diabetic coma as a result of inability to test her blood glucose level due to receiving an error 6 and difficulty maneuvering their precision xtra meter. The paramedics were called and the customer was transported to the hospital, where she was diagnosed with severe hypoglycemia and treated with unspecified medication based on the reading of 20 mg/dl obtained on the hospital's meter. There was not report of death or permanent impairment.